Manufacturer narrative:
Reference medsun mandatory & voluntary MDR report#: (B)(4). Note: no specific date in april 2026 was provided in (B)(4). No product was returned at the time of this report. Though the distributor stated the product was not expected to be returned, confirmation of product availability has been requested. Additional event details have also been requested; however, to date no further information has been provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the warnings: to prevent possible tissue damage, care should be taken when manipulating a device over a zipwire¿ hydrophilic guide wire during the device's placement and withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. Manipulate the zipwire hydrophilic guide wire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guide wire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or clinical factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Per medsun mandatory & voluntary report#: (B)(4) received 28 april 2026: describe the event or problem: during the course of cardiac cath, the tip of the zip wire, frayed and embolized into the lad [left anterior descending], pt required emergent transfer to tertiary care for snare removal from lad. Per the interventionalist - the external hydrophilic section of the wire became detached from the wire. What was the original intended procedure? Cardiac cath with pci. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.